Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. Additional observation. ¿ observed, opening on the radius side assessed as surgical damage and missing side assessed as inconclusive . ¿ crease fold observed. ¿ yellow encapsulation observed. ¿ no penetrating nick. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "old recalled textured 410 implants". Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, anxiety-product/procedure.

Event description:
Healthcare professional reported right side "old recalled textured 410 implants". Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted and replaced.